Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was in a car accident (B) (6) 2009. The pt subsequently experienced a change in therapy effect with increased baseline pain. It was not clear if the car accident caused the catheter problems. The catheter was revised on (B) (6) 2009. At the revision, the catheter was disconnected and the cerebrospinal fluid/medication flow was not adequate. They were able to aspirate 3ml of fluid. They then made a lumbar incision and noted the catheter was kinked slightly. The hcp removed 2 cm of catheter and noted a cut in the catheter as well. The catheter segment was replaced and reconnected to the system. Csf was now flowing. The same pump was replaced into the pump pocket. The pt was "still not getting as good of relief as he'd like". It was also noted at each pump refill, a higher residual volume than expected was noted. The pt was supposed to have pump replaced at the time of the catheter revision. The pump was not replaced; it will be replaced in the future. The pt was "status quo" as of (B) (6) 2010; pt indicated that the "pump has been so helpful when working".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had the pump replaced in (B)(6) 2010 following continued volume discrepancy issues after the catheter revision previously reported. Reporter stated "they have not had issues with the new pump". Manufacturing device registry reported the pump was replaced on (B)(6) 2010. Specific details regarding the volume discrepancies were not reported. The medication in the pump was morphine.

Event description:
Additional information: it was reported that there were no volume discrepancies and the pump was replaced electively due to "low battery" alarm.

Manufacturer narrative:
Recall - potential for reduced battery performance in a small percentage of model 8637 synchromed ii implantable drug infusion pumps. The purpose of this communication is to provide physicians with updated information regarding the scope and occurrence of this issue, and to emphasize previously communicated patient management recommendations.